Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a display issue occurred. The target lesion was located in the left anterior descending artery. A rotablator console was selected for use. During the draw(drip, rotation, advancement, wire) test, which occurs while the burr is external to the patient, it was noted that the rotations were not recorded on the console. It was also noticed that the console stalled. The console connections were disconnected and reconnected in an attempt to resolve the issue. However, when the burr was inspected for the rpm, the console stalled again. The procedure was completed with another of the same rotaburr. No patient complications were reported and the patient's status was stable.